Event description:
The patient's spouse called to report that patient used the suspect device to check their blood glucose and obtained a result of 150 and 250mg/dl. These were high results for patient and patient felt hypoglycemic. Patient delayed any treatment or action and went to the hospital. The hospital reported patient was admitted and treated for low blood glucose with dextrose. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. The customer used glucose controls on the test strips used during the incident and the result obtained was out of range (result=59). A new vial of test strips were then opened and glucose control solutions were within range on the new strips. The strips used during the incident were stored uncapped and in a zipper bag, which is against the product labeling.